Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that eleven syringes in sealed packages and missing all its scale markings. Potential root cause for the missing print defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 9197780. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 11 bd luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter: this morning we discovered some 309657 3ml syringes were boxed with no measurement markings on the tube. The lot number is 9197780 expires 06-30-2024. Eleven syringes out of a full box were this way. Just wanted to make you aware.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 bd luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter: this morning we discovered some 309657 3ml syringes were boxed with no measurement markings on the tube. The lot number is 9197780 expires 06-30-2024. Eleven syringes out of a full box were this way. Just wanted to make you aware.